Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported a suction break 56% into creating the bed during lasik flap creation. Additional information requested.

Manufacturer narrative:
Additional information provided. Review of the logfile for the day of treatment shows during the bed cut of the reported treatment, a warning message appeared and the system aborted the treatment. The warning message was shown because the suction value for suction two was oscillating at the lower limit. Before restarting the aborted treatment, the user renewed the vacuum check successfully. After that, the user restarted the aborted treatment and finished without other issue. No technical failure can be identified. The manufacturer internal reference number is: (B)(4).